Event description:
Just after completing a routine ventilator check, the alarm on the vent was triggered giving an "expiratory cassette failure" warning in red. The patient was immediately disconnected from the vent and manually ventilated until a replacement ventilator was brought in (approximately 5 minutes). The patient never desaturated. Both an rn and a respiratory therapist were bedside at the onset of the event. Follow up reveals:cassette found to have moisture in cassette. Cassette was autoclaved and dried. Tested and functioned properly.